Manufacturer narrative:
H6: 4110 - work order search found no similar complaints. Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. The lens was later exchanged for a same length, spherical model lens and the problem was resolved.

Manufacturer narrative:
10 - product evaluation: lens was returned with moisture within a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be manufactured within specifications. Claim# (B)(4).

Manufacturer narrative:
B5: the lens was repositioned, but this did not resolve the problem. The lens was later exchanged for a same length, spherical model lens and the problem was resolved. Claim# (B)(4).